Manufacturer narrative:
The product associated with this complaint was not returned to the manufacturer for analysis. A review of manufacturing records for this device was completed and no issues were identified that could have led to the adverse event reported. There is no indication that a malfunction of the srm device occurred. The cause of the post-operative complication is unknown. A follow-up MDR will be submitted if additional information is obtained. Silk road medical will continue to monitor for occurrences of similar events.

Event description:
It was reported that after the completion of a transcarotid artery revascularization (tcar) procedure, the patient experienced stroke like symptoms that included leg/hip issues. A magnetic resonance imaging (MRI) was performed and found a few small infarcts. No intervention was performed as the symptoms resolved completely within 72 hours.